Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in the brain as seen post shunt implant procedure. It is unknown if there was any intervention planned, if the product was damaged, or how the procedure was completed. The patient is noted to be deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgery was performed in (B)(6) 2020, and the case of infection was reported almost 3 months later. When the surgeon was asked if the device was the cause of the infection and if they planned to explant the device, the surgeon stated no. The surgeon has been unwilling to disclose any further information. It was indicated that the device was still implanted when the patient passed away.